Event description:
Pt reports she was experiencing issues with freedom pump. States upon placement of the syringe in the pump, she turns the dial on the device and it does not start to infuse medication. It just sits with no movement. No additional information or details available. Unknown if pt had any interruption to therapy or missed doses. No adverse events were reported. Unknown if device is available for return; pharmacy is sending replacement device. Device serial number: (B)(6). No other specifics regarding defective device.